Manufacturer narrative:
The reported failure of a "vent service required¿ error, indicating that the software detected a significant pressure differential between the monitor pressure sensor and the outlet pressure sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of an internal flow verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. There were no reports of patient harm or injury associated with this event. The device was returned to the manufacturer¿s service center for evaluation, and the customer complaint was confirmed. Device log files were successfully downloaded and reviewed. Analysis identified a ¿vent service required¿ error, indicating that the software detected a significant pressure differential between the monitor pressure sensor and the outlet pressure sensor. The flow sensor was found to be contaminated and was replaced. During diagnostic testing, the device failed an internal flow verification test. The system printed circuit assembly (pca) was replaced to correct this issue. The device also failed the fio2 sensor receptacle verification test. This test verifies that the fio2 solenoid is able to open and the tubing that is connected to the fio2 sensor receptacle is not kinked or occluded. If the tubing was kinked, occluded, or the solenoid valve did not open, there would be no circulation of air and oxygen to pass across the fio2 sensor. The fio2 sensor is used for monitoring purposes only and does not affect therapy. The 3-way solenoid valve was replaced to correct this condition. Additionally, the proximal in-line filter was found to be clogged with dust and was replaced. Following repair, the device passed all testing.